Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusions] based on the report of olympus india, omsc presumed there was the possibility these phenomena were attributed to the following causes for each; (1) the color bar was displayed it might have be displayed due to poor recognition of the camera head. (2) nothing was displayed on the touch panel of the subject device it might have be occurred due to the cp board failure. (3) the examination lamp of the subject device was not lit it might have be occurred due to the failure of the igniter board. (4) the backside fan of the subject device was not worked it might have occurred due to the failure of the fan motor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device for evaluation. It was confirmed and found the followings; it was found the cp board failure which caused following malfunctions. There was no image but was only the color bars. The touch panel was the complete blackout display. The examination lamp was not worked. It was found the fan failure which caused no fan work and fan speed test fail. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use the subject device had the following malfunctions via the field service engineer of olympus (B)(4). Nothing was displayed on the touch panel of the subject device (dark screen). The examination lamp of the subject device was not lit. The color bars showed up on the subject device image after connecting with the camera head (it was displayed nothing, but the color bars displayed) the backside fan of the subject device was not worked. There was no patient injury associated with this report.